Manufacturer narrative:
(B)(4). The service engineer replaced the battery and the issue was resolved.

Event description:
It was reported that during maintenance the ht70 plus ventilator had an error code 'battery does not working' there was no patient involvement.